Manufacturer narrative:
Investigation summary: a complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of needle through catheter with lot #8298750 regarding item #38831414. Occurrence: 1st. Related complaints: n/a. DHR review: a review of the device history record was completed for sub-assembly #8016606 lot 8268731 manufactured from 04-oct-2018 to 09-oct-2018 and sub-assembly #8016606 lot 8268731 manufactured from 11-nov-2018 to 27-nov-2018 at icam03 machine used in claimed lot 8298750. This lot was reviewed regarding the tests of ¿damaged component¿ and ¿transfixed catheter¿ and were not evidenced records that could lead to claimed defect. Investigation conclusion: qn/ ncmr review: there are no quality notification (qn) or nonconformity report of "damaged component", ¿transfixed catheter¿ or anything that could lead to this complaint. Root cause description: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure . Rationale: unplanned maintenance: the corrective maintenance history in the manufacturing period of the assembly lot involved in this complaint was evaluated and it was not verified records related to this issue.

Event description:
It was reported bd insyte 20ga x 1.16in punctured through a vein during use. The following information was provided by the initial reporter, translated from spanish to english. Verbatim: during the process of inserting the catheter in the patient with the mentioned device, the needle got out from the catheter by one of the sides causing damage to the vein by direct puncture with the needle.